Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye revealed a gray particulate matter (pm) was observed in one of the thrombin solution vials. In addition, two reddish orange pm were also observed in the needle syringe used for mixing (non-baxter product). The gray pm, reddish pm, thrombin vial, and calcium chloride vials were inspected under a microscope. The pm inside the needle syringe was of similar color, texture and shape as the missing segment from the thrombin vial and calcium chloride vial stopper puncture sites. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a floseal hemostatic matrix kit vial. This was noted before use. There was no patient involvement. No additional information is available.